Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was too short on the tampons making it difficult to find to remove the pledget from her vaginal cavity. She had to reach inside her vaginal cavity to find the string and was then able to remove the pledget using the short string. She did not experience any adverse health effects and did not seek medical attention.